Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-01647. It was reported the patient experienced headaches post implant procedure. CT scan imaging revealed the patient had pneumocephalus. The patient was hospitalized for a week wherein the headaches were resolved. However, the patient is in inpatient rehab due to weakness in her legs. Reportedly the patient is receiving effective stimulation.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-01647. Additional information received identified, the patient was discharged from rehab. Reportedly, the issue has progressed wherein the patient was able to seek outpatient therapy.